Event description:
Boston scientific crm received information that several days post implant, this right ventricular lead exhibited high thresholds and loss of capture. A chest x ray was ordered which confirmed the lead dislodged. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead returned. There were setscrew marks noted on the terminal pin and ring. There was a cut noted in the insulation at about 21 cm from the terminal pin which corresponds to cut on the suture sleeve which was likely due to removal of suture sleeve. The lead helix was intact with no irregularities noted. Analysis concluded that all dc resistance tests showed conductive paths are in specification.

Event description:
Boston scientific crm received information that several days post implant, this right ventricular lead exhibited high thresholds and loss of capture. A chest x ray was ordered which confirmed the lead dislodged. The lead was explanted and successfully replaced.to date, there have been no adverse patient effects reported.

Manufacturer narrative:
Detailed analysis is being performed on this lead. Upon completion of analysis, this event will be updated.